Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for the treatment of urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the system was explanted without replacement because it never worked to control symptoms. The event status was unknown. No further patient complications were reported as a result of this event.